Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the electrode belt failed a fall-off test. The cause for the failure was isolated to an open brown (-5v) in the trunk cable connector. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving frequent adjust belt messages. The pt was issued a replacement electrode belt.